Event description:
Related manufacturer reference number: 2017865-2022-47835; related manufacturer reference number: 2017865-2022-47836. It was reported that the patient's implantable cardioverter defibrillator (ICD) had migrated in the pocket causing their right ventricular (rv) lead and atrial lead to be dislodged. X-ray was performed and confirmed the dislodgement. The right ventricular lead was inappropriately capturing the patient's atrium. The patient presented for lead repositioning procedure, during which the rv lead's helix was noted to exhibit a helix extension and retraction problem. It was also noted that the stylet failed to be advanced through the rv lead. The atrial lead helix failed to retract. The patient's ICD was repositioned on (B)(6) 2022 and both leads were explanted and replaced in a follow-up procedure on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis found the cause of the helix mechanism issue to be isolated to the helix being clogged with blood.